Event description:
Laparoscopic inquenol hernia surgery. Using two different sizes of bard kugel mesh. See enclosed post operative orders. Abdominal pain, which continued for weeks. With infection at site. Hospitalized twice for 7 days each time. Fluid buildup at mesh site and infection. Finally diagnosed at univ and operated in 2006 for mesh removal and complete infection cleaning. Went home with a vac-pump for 8 weeks. See add'l scanned pages.